Manufacturer narrative:
The unit passed the functional tests including the self test and unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, off no power, and excessive no delivery tests. No motor error alarms, displacement anomalies, or excessive no delivery alarms were noted. The motor was tested outside of the device and passed. No weak battery alarms were noted. All operating currents are within specification. No unexpected low battery or off no power alarms were noted. The following physical damage was noted: cracked reservoir tube lip, minor scratches on the display window, cracked casing at a display window corner, cracked belt clip slot, cracked display window and a scratched reservoir tube window.

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl. He treated with a manual insulin injection. The insulin pump also alarmed with motor error, no delivery, and weak battery around the time the high blood glucose began. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The device was able to successfully rewind. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.